Event description:
The user facility reported that a patient had an impella 5.5 pump placed to support a coronary artery bypass graft. When the support was ongoing and on day two, the pump was being repositioned and the team in error unplugged the impella 5.5 to relieve the cord torque and in doing this the pump stopped and could not be restarted. The automated impella controller was exchanged and multiple attempts to troubleshoot were made. The patient's outcome is stable.

Manufacturer narrative:
The investigation has been completed. The console logs were consistent with what was reported in the complaint. The console was returned and tested. The reported pump stop was unable to be reproduced while testing the console with a known good purge cassette kit and pump on an engineering lab bench. The reported pump stop was a normal response to the pump being disconnected while it was running. The root cause of the reported pump stop was use related. However, the console had issues detecting the pump following this disconnection. The pump detection issue was likely due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a software mitigation in place. The reported pump stop was an expected response to the user disconnecting the pump.